Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. An initial reporter and site name are unknown. Therefore the following could not be performed: a site history complaint review, customer follow-up to request additional details, and event verification to determine the system used and to confirm other even details. This complaint is reportable due to the following: the complaint acknowledged that a fragment of the permanent cautery hook instrument broke off and fell inside the patient during a surgical procedure. Based on the information provided, it is unknown if the fragment was retrieved. There was no evidence or claim of user mishandling or misuse and it is unknown what caused the breakage to occur. Although there was no report of patient injury, unintended fragments falling into the patient may require surgical intervention.

Event description:
On 22-june-2021, intuitive surgical, inc. (Isi) received medwatch mw5101659 stating: ¿a piece of a robot cautery hook broke off and a small 2mm black piece was found missing from the instrumental after the procedure.¿